Event description:
Site called and said two pt results were not correlating with the lab. Pt #1 had an inr result of 5.0 on the suspect device and a lab inr of 3.3. Pt #2 suspect device result was >8.0 inr and lab was 1.7. No treatment alleged. Controls were in range.